Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled lead revision due to lead dislodgement. It was noted that the dislodgement was observed back in 2014. The patient had been asymptomatic, with high outputs. The clinic had decided to wait for the generator to need replacing before addressing the rv lead issue. The lead was explanted and replaced successfully without adverse event. The patient was stable throughout the procedure and will continue to be monitored.

Event description:
New information notes that very high pacing thresholds were noted on the lead.